Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01447. This report is being submitted as additional information. Approximate age of device - 7 months. The pump remains implanted supporting the patient with no further issues reported. A correlation between the device and the reported patient¿s elevated lactate dehydrogenase could not be conclusively determined. Review of the system controller log file submitted by the customer found no atypical alarms were captured and the system appeared to be operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced elevated lactate dehydrogenase (ldh). Laboratory test results indicated plasma free hemoglobin was 24.1 6 g/dl and on (B)(6) 2018 the lactate dehydrogenase (ldh) value was 517 u/l (baseline 313 u/l). During the follow-up clinic visit on (B)(6) 2018, the patient was found to be doing well clinically and the ldh has returned to baseline without any medical treatment. No additional information was provided.